Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance decreased gradually. The user's mother reported that on the (B)(6), 2022 she noted that the user's hearing performance was worse then before. Further technical checks are planned and further medical intervention is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention is considered but no date has been scheduled yet.

Event description:
The user's hearing performance decreased gradually. The user's mother reported that on the may 09, 2022 she noted that the user's hearing performance was worse than before. The user has been reprogrammed. Further medical intervention is considered. However, no data have been scheduled yet.

Event description:
The user's hearing performance with the device decreased gradually. The user's mother reported that on the may 09, 2022 she noted that the user's hearing performance with the device was worse than before. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.